Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported that a patient was planned to have left eye treated for near vision but the treatment given was not calculated for near. It was discovered after the patient left the laser suite. The patient was brought back to the laser suite and retreated to the target treatment the same day.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. The system history was successfully verified prior to and after the date of event. The root cause can be determined by use error. The surgeon did a wrong calculation of the refraction. The device was working as intended. (B)(4).